Manufacturer narrative:
On-site service was dispatched due to hgb daily check failures; a field service engineer (fse) evaluated the instrument on 05/12/2016. The hgb chamber assembly pn 624049 was confirmed as dirty and it was replaced by the fse, resolving the daily check failures. Additionally, during the verification process, the dv (distribution valve) was separated and cleaned as a preventive measure. The instrument was then verified, meeting published performance specifications. (B)(4).

Event description:
The customer reported hemoglobin (hgb) background daily check failures on a unicel dxh 600 coulter cellular analysis system. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat while troubleshooting. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.